Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The pre-use checks tests passed and the measured o2 supply pressure was according to the set supply pressure. Testing in ventilation mode was performed during the course of 5 days without any deviation in measured o2 supply pressure noticed, and no alarms were generated. Evaluation of the received device logs showed that the pre-use checks prior to the ventilation periods start passed. The reported ¿o2 supply pressure low¿ alarm was confirmed on two occasions on the date of the event. No other alarms were generated in connection to the reported alarm. Since no fault was reproduced during simulated-use testing of the returned o2 gas module, the cause of the reported alarm has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient it generated an alarm that indicated, "low oxygen supply pressure". The ventilator was immediately replaced by another one. There was no patient harm reported. (B)(4).